Manufacturer narrative:
An event of leaflet dislodgment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Multiple factors could potentially contribute to leaflet dislodgement. Please note, per the instructions for use artmt100122073 ver. A, "proper valve size selection is crucial. Do not oversize the valve. If the native annulus measurement falls between two sjm¿ masters series mechanical heart valve sizes, use the smaller size sjm¿ masters series mechanical heart valve." "Using the valve holder/rotator and an sjm¿ valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."

Event description:
On (B)(6) 2019, a 29mm sjm masters series mechanical heart valve was selected for implant in the patient. During the procedure, dislodgement of the leaflet was diagnosed intra-operatively by tee after the aortic clamp was off. The valve was replaced with another valve.